Event description:
It was reported that the caller experienced a cgm error, specifically error 42, with their insulin pump. There was no adverse impact to the customer's blood glucose level. After a pump reset, the error persisted, so the technical support team decided to replace the pump. While waiting for the replacement, the customer planned to use multiple daily injections (mdi) as a backup to maintain insulin delivery. The customer was informed on how to return the faulty pump and acknowledged the instructions provided by technical support.